Manufacturer narrative:
Block g4 (premarket / 510(k) #): k222503. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in a procedure performed on (B)(6) 2025. During the procedure, the clip deployed prior to squeezing the handle and fell off. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.